Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead was noted to exhibit high capture threshold and high pacing impedance. Additionally, the ra lead dislodged twice after repositioning attempts. The ra lead was not used and replaced on (B)(6) 2025. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, unacceptable capture threshold and high pacing impedance. A complete lead was returned in one piece with the helix extended and clogged with blood/ tissue. The measured helix extension length was within specification. The reported events of unacceptable capture threshold and high pacing impedance were not confirmed. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were noted.